Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Event description:
New information received notes that during last follow-up on (B)(6) 2014, device interrogation showed normal device function. The cause of death on death certificates listed was cardiovascular failure, severe chf, pneumonia, and copd.